Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Three x-ray images were provided for evaluation. Based on the x-ray images placement of two stent in an overlapping manner could be verified. However, the reported migration could not be verified based on the images. The delivery system was returned with a disassembled delivery system handle. Based on evaluation of the delivery system it could be confirmed that the slide block, which is required to transfer load during the deployment process was found disconnected from its location on the proximal sheath (diving sheath). Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to bond joint failures; failure to deploy; high deployment forces or inaccurate deployment. Regarding correct deployment the instructions for use states "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." H10: b5, d4 (expiry date: 01/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent graft placement procedure on venous artery fistula via distal basilic vein, the stent allegedly deployed partially. It was further reported that several attempts made to release the remaining stent and the delivery system allegedly broken. Reportedly manual pullback was performed and stent was migrated. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during stent graft placement procedure, the stent allegedly deployed partially. It was further reported that several attempts made to release the remaining stent and the delivery system allegedly broken. Reportedly manual pullback was performed and stent was migrated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2023). Device pending return.